Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator 2011 (B)(6). (B)(4).

Event description:
It was reported that upon interrogation of the device, the right ventricular lead showed double counting of r- waves in stored events and an increase in sensing integrity count (sic) which triggered a lead integrity alert (lia). The lead remains in use. No patient complications have been reported as a result of this event.